Manufacturer narrative:
The field service representative (fsr) inspected the module, performed troubleshooting procedures, including part cleaning and replacement. The fsr was unable to determine a single definitive part the likely cause of the issue. The alinity I processing module, serial number (B)(6)was considered the likely cause of the issue however, sample integrity could not be ruled out as a possible likely cause as the initial sample was an aliquot of the original sample. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6)was identified.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for two patients on the alinity I serial number ai25049. The results were not reported out. The patients were repeated on another alinity I, serial number ai25040, and the results were lower. The following data was provided: sid(B)(6)16nov2023 initial result = 197.39 u/ml repeat results = 10.79, 7.65, 9.81 u/ml reagent lot 51507fp00 sid(B)(6) 24nov2023 initial result = 44.08 u/ml repeat result = 5.74 u/ml reagent lot 52552fp00 *a dispensed sample was used in the first test for each patient, and the original sample was used in the repeat testing. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for two patients on the alinity I serial number (B)(6). The results were not reported out. The patients were repeated on another alinity I, serial number (B)(6), and the results were lower. The following data was provided: sid(B)(6) (B)(6) 2023 initial result = 197.39 u/ml repeat results = 10.79, 7.65, 9.81 u/ml reagent lot 51507fp00. Sid(B)(6) (B)(6) 2023 initial result = 44.08 u/ml repeat result = 5.74 u/ml reagent lot 52552fp00. *a dispensed sample was used in the first test for each patient, and the original sample was used in the repeat testing. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).